Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent act and up arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that customer's insulin pump had a button error. Customer cannot clear the alarm with the esc and act buttons. Customer's blood glucose was unknown. The buttons were not pressed for three minutes or longer. Customer uses energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.